Event description:
It was reported the procedure was to treat a left internal mammary artery (lima) graft to the right coronary artery (rca). Using a radial access site, pre-dilatation was performed with a 2.0x12 mm and a 2.5x12 mm nc balloon at 20 atmospheres for 30 seconds and 14 atmospheres for 45 seconds. During preparation of the 2.5x18 mm device, resistance was felt when removing the protective sheath. The device was advanced to the lima graft and an attempt was made to inflate it; however, it would not hold any pressure at all. Another device of the same size, with a new indeflator was used and the same thing happened; difficult to remove from the sheath and then would not hold pressure at all. A third 2.5x28 mm device was used to complete the procedure successfully. There was some delay in completing the procedure; however, it was not clinically significant and there were no adverse patient effects. The physician concluded that the balloons were damaged when the sheaths were removed with more effort than normal. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported inflation issue could not be replicated as the returned device was not returned in a condition in which the test could be performed. The reported difficulty removing the protective sheaths could not be replicated in a testing environment as the protective sheaths were not returned. Based on the visual analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the instructions for use (IFU) states that this device is indicated for patients with ischemic heart disease due to de novo native coronary artery lesions. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: pilot 150, inflation: indeflator, guide cath: 6 fr,. Xb3.5. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other device is being filed under a separate manufacturing report number. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The product listed and the PMA# is based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.